Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and an unknown drug, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported that the ¿connecting piece¿ to their first pump was broken and was replaced in 2007 however the patient was not implanted until (B)(6) 2011. The patient stated that they were in so much horrible chronic pain and couldn¿t tell anything about the last 7 years of their life because the pain had overwhelmed them. The patient thought it was 2007 but then stated maybe it was 2011 but the patient didn¿t really know. The patient stated that the pump had helped her somewhat but the neurologist did a fancy test with dye to check the catheter tubing and found it came apart and the patient wasn¿t receiving pain medicine in the place it was expected. The patient stated thank god they had the pump in her and was saying to the healthcare provider increase the pump medication every time they saw him. The patient stated obviously something was wrong if the catheter tore apart and then they did a change. The patient stated that the original catheter was left in the back she thought. In 2012 the patient¿s previous healthcare provider put something ¿extra ¿ in the pump with the morphine and then the patient moved back to (B)(6) in 2014 and began seeing their previous healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.